Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 300 mg/dl and 73 mg/dl. No quality controls were run. No adverse event reported. Customer reports he is using different strips; a replacement was sent.